Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery with mild calcification and moderate tortuosity. Pre-dilatation was performed with a 2.0 x 12 mm nc traveler balloon catheter. A 3.0 x 38 mm xience prime stent delivery system was deployed at 10 atmospheres. After post-dilatation was performed with a 3.0 x 12 mm nc traveler balloon catheter, a proximal edge dissection was observed and it was covered with a 3.0 x 33 mm xience prime stent. There were no other patient sequelae and no clinically significant delay in the procedure. No additional information was provided.